Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported speaker inoperable which was reproduced. The reported condition was verified. Visual inspection determined to be failed rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump speaker was inoperable. The event date, process step and the location where the problem was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.